Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited connecting tube had coating peeled and soft tube marking disappeared. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors or handling of the device. The event can be detected/prevented by following the instructions for use which state: important information ¿ 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.